Manufacturer narrative:
(B)(4).

Event description:
It was reported following a pump refill and reprogramming session on (B)(6) 2010, the pump motor had stalled. It was noted in the event logs that since that time there were multiple stalls/recoveries and tube set messages; some of which were greater than 48 hrs. There was a noted motor stall in the event logs on (B)(6) 2010, without recovery. It was noted that the pt had not been near any magnetic fields at the time of the stalls. There was also a volume discrepancy on (B)(6) 2010; actual residual volume was 17ml and the expected residual volume was 6mls. The pt experienced increased pain and no therapeutic effect. The eri was 62 months. The medication being delivered via the device system was hydromorphone. Additional info has been requested, a f/u report will be sent if additional info becomes available.